Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was heat during MRI. It was reported that patient was getting an MRI, complaint of warmth at 2 min of being in the scanner. Heat and burning at the battery and spine site within 5 minutes of being in the scanner. MRI called rep to inform them of these symptoms and was instructed to stop the MRI and get the patient out of the scanner and call hcp for plan of action. Instructed not to scan patient until more information was determined. Patient was implanted two weeks ago, has had ins off for one week. Diagnostic/ troubleshooting was put device into MRI mode before MRI. The issue was not resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
All previous device and patient codes no longer apply. Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the surgeon and physician's assistant determined that the heating and burning at the battery site wasn't related to the patient's device and that it was the patient's typical pain pattern due to their neuropathy. The MRI was stopped as a precaution and wasn't performed and no heating or pain at the battery site has yet to be reported. The issue of the heating and burning had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.